Event description:
A cartridge change error was reported with the pump, which had a past issue related to button function. The customer's blood glucose level reached 258 mg/dl, which, though elevated, did not exceed critical levels. The customer successfully reloaded the cartridge onto the pump and resumed insulin delivery. The pump is being replaced due to the button issue.